Manufacturer narrative:
The patients included in this study were followed from march 2009 to may 2012. It is unknown when the events occurred as this information has not been provided. Based on the information available, it cannot be determined if the alleged partial loss of the latissimus dorsi free flap is related to v.a.c.® therapy. Multiple attempts have been made to gather additional information, but no information has been received. Device labeling, available in print and online, states: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Maintaining a seal -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Graft failure: never leave a v.a.c. ® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. ® therapy with a new graft placement.

Event description:
On dec 14 2016, the following information was received by kci after completing a review of journal article kyu tae hwang, sang wha kim, il hoon sung, jeong tae kim, youn hwan kim. Is delayed reconstruction using the latissimus dorsi free flap a worthy option in the management of open iiib tibial fractures?, wiley online library. 2015; doi: 10.1002/micr.22428 that reported a patient on v.a.c.® therapy treatment had a partial graft loss that had healed with conservative treatment. On jan 11 2017, the following information was reported to kci by the physician, a co-author for the journal article: he was unable to confirm that v.a.c.® therapy did not contribute to the partial loss of the latissimus dorsi free flap. V.a.c.® therapy was a good option for bridge therapy for emergent operation to final reconstruction procedures when delayed management of open iiib tibial fracture was planned and v.a.c.® therapy may contribute to good outcomes regarding bone union, infection, etc. No additional information was provided. The unit type and serial number was not provided and is unavailable for return, therefore a device evaluation could not be performed.